Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, "all-polyethylene tibial implant in young, active patients" was reviewed for MDR reportability. The purpose of the study was a focus on long-term survivorship, sport activity, and clinical and radiographic analysis. 38 patients (54 knees) were involved. 23 knees were implanted with press fit condylar (pfc) and 31 knees were implanted with sigma. A total of 6 patients (10 knees) were lost during follow up, leaving a total of 32 patients (44 knees). Cement mfg is unknown. All patellas were noted to be resurfaced. Results: 1 patient was revised for infection (2 stage revision) within 5 years of doi. 1 patient was revised for posttraumatic aseptic loosening within 5 years of doi (unknown component or loosening interface). None of the patients were dissatisfied. All patients were able to perform daily activities, except for one patient who had severe hip and spine osteoarthritis. 4 patients (7 knees) experienced anterior knee pain; 8 patients (10 knees) experienced painless crepitation; 1 patient (2 knees) experienced painful crepitation; 7 patients (9 knees) demonstrated nonprogressive demarcation at the tibial interface. The article doesn¿t indicate which products (pfc or sigma) were involved in the two revisions or other harms. One unknown femoral component, one unknown tibial tray, and one unknown patella will be add to capture the two revisions and harms provided. No component will be coded for the aspectic loosening as its unknown which component was loose at this time.